Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("organ and/or tissue perforation / device migration"), device breakage ("fractured implant"), adhesion ("adhesions") and ovarian cyst ("left ovarian cyst") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), infection ("infections"), menstrual disorder ("menstruation issues"), adhesion (seriousness criterion medically significant) and ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (aspiration of left ovarian cyst, laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and lysis of adhesions). Essure was removed. At the time of the report, the fallopian tube perforation, device breakage, pelvic pain, infection, menstrual disorder, adhesion and ovarian cyst outcome was unknown. The reporter considered adhesion, device breakage, fallopian tube perforation, infection, menstrual disorder, ovarian cyst and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: the essure device was successfully occluded. No lot number or device sample was received in this case. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('organ and/or tissue perforation / device migration'), device breakage ('fractured implant'), bipolar disorder ('psychological or psychiatric problems condition: bipolar disorder'), adhesion ('adhesions') and ovarian cyst ('left ovarian cyst') in a 28-year-old female patient who had essure (batch no. 683276) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstrual cramps, shooting pain, breast reduction, obesity, genital warts, appendectomy, carpal tunnel release and nabothian cyst. Concurrent conditions included herpetiform lesion, oral herpes, back pain, neck pain, breast pain, mastitis female, skin lesion, abdominal pain generalized, carpal tunnel syndrome, numbness in hand, ovarian cyst, asthma, bipolar disorder, panic attacks, cigarette smoker and alcohol use. Concomitant products included citalopram hydrobromide (celexa), duloxetine hydrochloride (cymbalta) since (B)(6) 2014, haloperidol, ipratropium bromide;salbutamol sulfate (combivent) since (B)(6) 2014, nsaids since (B)(6) 2010, paracetamol (acetaminophen) since (B)(6) 2010 and trazodone. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia),menorrhagia (heavy menstrual bleeding)"), 4 days after insertion of essure. In (B)(6) 2010, the patient experienced bipolar disorder (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type:vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/pelvic area"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), adhesion (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), infection ("infections"), menstrual disorder ("menstruation issues"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish,psych injury"), depression ("psychological or psychiatric problems condition: depression,psych injury") and abdominal pain ("abdominal pain"). The patient was treated with ethinylestradiol;norgestimate (sprintec), salbutamol (albuterol), tiotropium and surgery (aspiration of left ovarian cyst, laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and lysis of adhesions). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device breakage, bipolar disorder, adhesion, ovarian cyst, infection, menstrual disorder, anxiety, depression and dyspareunia outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, adhesion, anxiety, bipolar disorder, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, infection, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: trailing coils: left-1 and right-1. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 1-apr-2021: medical record received. Reporters information and rcc added. Case became medically confirmed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('organ and/or tissue perforation / device migration'), device breakage ('fractured implant'), bipolar disorder ('psychological or psychiatric problems condition: bipolar disorder'), adhesion ('adhesions') and ovarian cyst ('left ovarian cyst') in a 28-year-old female patient who had essure (batch no. 683276) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstrual cramps, shooting pain, breast reduction, obesity, genital warts, appendectomy, carpal tunnel release and nabothian cyst. Concurrent conditions included herpetiform lesion, oral herpes, back pain, neck pain, breast pain, mastitis female, skin lesion, abdominal pain generalized, carpal tunnel syndrome, numbness in hand, ovarian cyst, asthma, bipolar disorder, panic attacks, cigarette smoker and alcohol use. Concomitant products included citalopram hydrobromide (celexa), duloxetine hydrochloride (cymbalta) since (B)(6) 2014, haloperidol, ipratropium bromide;salbutamol sulfate (combivent) since (B)(6) 2014, nsaids since (B)(6) 2010, paracetamol (acetaminophen) since (B)(6) 2010 and trazodone. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia),menorrhagia (heavy menstrual bleeding)"), 4 days after insertion of essure. In (B)(6) 2010, the patient experienced bipolar disorder (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type:vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) -2010, the patient experienced pelvic pain ("pelvic pain/pelvic area"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), adhesion (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), infection ("infections"), menstrual disorder ("menstruation issues"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish,psych injury"), depression ("psychological or psychiatric problems condition: depression,psych injury") and abdominal pain ("abdominal pain"). The patient was treated with ethinylestradiol;norgestimate (sprintec), salbutamol (albuterol), tiotropium and surgery (aspiration of left ovarian cyst, laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and lysis of adhesions). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device breakage, bipolar disorder, adhesion, ovarian cyst, infection, menstrual disorder, anxiety, depression and dyspareunia outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, adhesion, anxiety, bipolar disorder, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, infection, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: trailing coils: left-1 and right-1. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total. Bilateral occlusion. Lot number: 683276, manufacturing date: 2009-10, expiration date: 2012-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('organ and/or tissue perforation / device migration'), device breakage ('fractured implant'), adhesion ('adhesions'), ovarian cyst ('left ovarian cyst') and genital haemorrhage ('gen. Abnorm. Bleed') in a 28-year-old female patient who had essure (batch no. 683276) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstrual cramps, shooting pain, breast reduction, obesity, genital warts, appendectomy, carpal tunnel release and nabothian cyst. Concurrent conditions included herpetiform lesion, oral herpes, back pain, neck pain, breast pain, mastitis female, skin lesion, abdominal pain generalized, carpal tunnel syndrome, numbness in hand, ovarian cyst, asthma, bipolar disorder, panic attacks, cigarette smoker and alcohol use. Concomitant products included citalopram hydrobromide (celexa), duloxetine hydrochloride (cymbalta) since (B)(6) 2014, haloperidol, nsaids since (B)(6) 2010, paracetamol (acetaminophen) since (B)(6) 2010 and trazodone. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia),menorrhagia (heavy menstrual bleeding)"), 4 days after insertion of essure. On (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type:vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/pelvic area"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues"), adhesion (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish,psych injury"), depression ("psychological or psychiatric problems condition: depression,psych injury"), abdominal pain ("abdominal pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (aspiration of left ovarian cyst, laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and lysis of adhesions). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device breakage, infection, menstrual disorder, adhesion, ovarian cyst, vaginal haemorrhage, anxiety, depression and dyspareunia outcome was unknown and the pelvic pain, menorrhagia, vaginal infection, dysmenorrhoea, abdominal pain and genital haemorrhage had resolved. The reporter considered abdominal pain, adhesion, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, infection, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received : following events were added : abdominal pain, gen. Abnorm. Bleeding. Outcome of the event pelvic pain was changed from recovering/resolving to recovered/resolved and outcome of menorrhagia and vaginal infection was changed from unknown to recovered/resolved. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('organ and/or tissue perforation / device migration'), device breakage ('fractured implant'), genital haemorrhage ('gen. Abnorm. Bleed'), bipolar disorder ('psychological or psychiatric problems condition: bipolar disorder'), adhesion ('adhesions') and ovarian cyst ('left ovarian cyst') in a 28-year-old female patient who had essure (batch no. 683276) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstrual cramps, shooting pain, breast reduction, obesity, genital warts, appendectomy, carpal tunnel release and nabothian cyst. Concurrent conditions included herpetiform lesion, oral herpes, back pain, neck pain, breast pain, mastitis female, skin lesion, abdominal pain generalized, carpal tunnel syndrome, numbness in hand, ovarian cyst, asthma, bipolar disorder, panic attacks, cigarette smoker and alcohol use. Concomitant products included citalopram hydrobromide (celexa), duloxetine hydrochloride (cymbalta) since (B)(6) 2014, haloperidol, ipratropium bromide;salbutamol sulfate (combivent) since (B)(6) 2014, nsaids since (B)(6) 2010, paracetamol (acetaminophen) since (B)(6) 2010 and trazodone. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia),menorrhagia (heavy menstrual bleeding)"), 4 days after insertion of essure. In (B)(6) 2010, the patient experienced bipolar disorder (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type:vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/pelvic area"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), adhesion (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), infection ("infections"), menstrual disorder ("menstruation issues"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish,psych injury"), depression ("psychological or psychiatric problems condition: depression,psych injury") and abdominal pain ("abdominal pain"). The patient was treated with ethinylestradiol;norgestimate (sprintec), salbutamol (albuterol), tiotropium and surgery (aspiration of left ovarian cyst, laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and lysis of adhesions). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device breakage, bipolar disorder, adhesion, ovarian cyst, infection, menstrual disorder, vaginal haemorrhage, anxiety, depression and dyspareunia outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, vaginal infection, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, adhesion, anxiety, bipolar disorder, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, infection, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 26-nov-2019: pfs received: new psychological or psychiatric problems condition: bipolar disorder, concomitant and treatment medications added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("organ and/or tissue perforation / device migration"), device breakage ("fractured implant"), adhesion ("adhesions") and ovarian cyst ("left ovarian cyst") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), infection ("infections"), menstrual disorder ("menstruation issues"), adhesion (seriousness criterion medically significant) and ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (aspiration of left ovarian cyst, laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and lysis of adhesions). Essure was removed. At the time of the report, the fallopian tube perforation, device breakage, pelvic pain, infection, menstrual disorder, adhesion and ovarian cyst outcome was unknown. The reporter considered adhesion, device breakage, fallopian tube perforation, infection, menstrual disorder, ovarian cyst and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('organ and/or tissue perforation / device migration'), device breakage ('fractured implant'), adhesion ('adhesions') and ovarian cyst ('left ovarian cyst') in a 28-year-old female patient who had essure (batch no. 683276) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstrual cramp, shooting pain, breast reduction, obesity, genital warts, appendectomy, carpal tunnel release and nabothian cyst. Concurrent conditions included herpetiform lesion, uvulitis, back pain, neck pain, breast pain, breast infection, sore breasts, abdominal pain generalized, carpal tunnel syndrome, numbness in hand, ovarian cyst, asthma, bipolar disorder, panic attacks, cigarette smoker and alcohol addiction. Concomitant products included citalopram hydrobromide (celexa), duloxetine hydrochloride (cymbalta) since october 2014, haloperidol, nsaids since may 2010, paracetamol (acetaminophen) since may 2010 and trazodone. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 4 days after insertion of essure. On (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type:vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/pelvic area"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues"), adhesion (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (aspiration of left ovarian cyst, laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and lysis of adhesions). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device breakage, infection, menstrual disorder, adhesion, ovarian cyst, vaginal haemorrhage, menorrhagia, vaginal infection, anxiety, depression, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered adhesion, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, infection, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and mr received, new reporter, essure indication, lab data, stop date ,lot number, concomitant medication and event abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal, psychological or psychiatric problems condition: anxiety, depression and mental anguish, dysmenorrhea (cramping) and dyspareunia (painful sexual intercourse) were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.